Event description:
See initial report.

Manufacturer narrative:
The reported issue could be confirmed during the investigation at the manufacturer site. The root cause was fluid ingress resulting in the corrosion of the clamp board.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that on a s5 erc tubing clamp an error message was displayed and it could not be opened during procedure. There was no report of patient injury.